Event description:
The device was returned for service. During service the device had depleted battery. Per service shop, the hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.